Manufacturer narrative:
Evaluation summary: the delivery system and stent were returned for evaluation . The stent was dislodged from the delivery system. Deformation was evident to the dislodged stent. Crimp impressions were visible on the exposed balloon surface. The balloon folds were expanded. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage was evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was reported to have a stent failure

Manufacturer narrative:
It was reported that an attempt was made to go through 2 other des and became stuck. When trying to pull back, the stent came off. The stent was not removed. It was ballooned against the other stents. No patient injury was reported.